Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified distal right coronary artery (rca). The lesion was predilated with an unknown balloon and then the 2.50x24 taxus express2 drug eluting stent (des) was advanced to the lesion. The des was unable to cross the lesion and when the physician removed the device, it was noticed that the stent was raised. The procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.